Event description:
Subsequently, additional information was received which states that the boston scientific lv lead was correctly implanted in the left ventricle instead of the right ventricle. There was just a typo in the physician report. The complained rv lead refers to a medtronic product. There were no allegations against this lv lead, or associated crt-d.

Manufacturer narrative:
This lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was implanted in the right ventricle (rv). This lead displayed high out of range pacing impedance measurements and oversensing. It was suspected this left ventricular (lv) lead had insulation damage, so it was explanted and replaced back in 2007. There were no adverse patient effects reported.